Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 in order to treat stress urinary incontinence, prolapse, and a cystocele and mesh was implanted. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The outcomes attributed to the device were pain, dyspareunia, recurrence, bleeding, depression, anxiety, urinary problems, and bowel problems. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, nocturia, leakage of flatus, and having stool from vagina. It was reported that patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent diagnostic laparoscopy with evacuation of intraperitoneal hematoma and placement of jackson-pratt drain on (B)(6) 2005 by dr. (B)(6) due to postoperative hemorrhage with intraperitoneal blood.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, urinary frequency, nocturia, leakage of flatus, and having stool from vagina. It was reported that patient underwent mesh excision on (B)(6) 2014 by dr. (B)(6) at (B)(6) hospital. It was reported that patient underwent diagnostic laparoscopy with evacuation of intraperitoneal hematoma and placement of jackson-pratt drain on (B)(6) 2005 by dr. (B)(6) due to postoperative hemorrhage with intraperitoneal blood.